Event description:
It was reported that during implant there was atrial oversensing noted of the new system when the physician flushed the pocket with saline. It was indicated the lead was disconnected and rechecked several times. The issue was resolved with medical silicone application to the atrial grommet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.